Manufacturer narrative:
D4 unique identifier (UDI) for reservoir: (B)(4). D4 unique identifier (UDI) for pump: (B)(4).

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a hole in the one cylinder was found. The ipp was explanted and replaced. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a hole in the one cylinder was found. The ipp was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
D4 unique identifier (UDI) for reservoir: (B)(4). D4 unique identifier (UDI) for pump: (B)(4). Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Momentary squeeze (ms) pump was microscopically inspected, and it was found contamination (bodily fluid) was found within the ms pump. Ms pump passed the leakage test. Spherical reservoir was microscopically inspected, and it was found to had wear at a fold in reservoir shell. Spherical reservoir passed leak test. Finally, the cylinders were microscopically inspected, and it was found in the first cylinder wear at the fold in its midsection, a perforation in the outer tube due to abrasion from the input tubing, and frayed fabric threads near the proximal end. The tubing was eroded down to the filament. The first cylinder did not pass the leakage test due to a fluid leak from fatigue. The remaining cylinder showed wear at the fold near its distal end, along with a hole in the outer tube caused by abrasion from the input tubing at the proximal end. Additionally, frayed and broken fabric threads were observed in the area affected by the input tube. This cylinder passed the leakage test. Based on the available information and analysis results, the hole/perforate and mechanical problem in one of the cylinders could have caused or contributed to the reported clinical observation of mechanical problem.